Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the pump had a loss of prime occuring 3 times and the patient had a blood glucose of over 400mg /dl, with nausea, vomiting, increased thirst, increased urination, symptoms of dehydration. Patient did not test for ketones, and required no unusual treatment. Patient gave bolus via pump, but bg did not go down so they changed site and gave injection to lower bg. During troubleshooting, customer support found that the patient was not using the cartridges per IFU and attributed the bg excursion to training/misuse. Patient remains on the pump. This complaint is being reported as the patient experienced hyperglycemia subsequent to a use error.